Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the flow rates were not displayed on the centrifugal pump during a procedure. There was no report of pt injury. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative tested the unit and confirmed the error only on the first power up of the device. The service representative was unable to reproduce the error after powering on and off the device. The flow board was replaced and subsequent testing found the unit to be functioning properly. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the flow rates were not displayed on the centrifugal pump during a procedure. There was no report of pt injury.